Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. The lot number was not provided in the study, thus the following information are unknown: unique ID, model #, catalog #, expiration date, and manufacture date. Foreign- (B)(6) / study name: (B)(6) : patient ID# (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2018, four stellarex catheters were used to treat the target lesion of the right proximal and mid sfa. Approximately 2 months post index procedure, the patient experienced overall malaise leading to death directly caused by respiratory insufficiency and expired on (B)(6) 2019.